Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the patient had a computed tomography (CT) scan that showed a focal cluster of filter anchoring feet fragments. Furthermore, it was alleged that the filter perforated the vena cava and that there were two detached filter legs and several detached fragments of the filter that were unable to be retrieved during a removal procedure. Additionally, it was alleged that there are two filter legs that are retained in the patient¿s body. One is completely outside of the ivc and the other is outside with a portion embedded in the wall of the inferior vena cava (ivc). The second is positioned over the right l3 pedicel with anchoring foot projected over the superior endplate of the l4. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years of post-deployment, the inferior vena cava filter was successfully retrieved through the right internal jugular vein. Spot images of the inferior vena cava filter performed prior to inferior vena cava filter retrieval revealed two fractured filter legs (both long anchoring legs of the filter), one of which was known to be above the inferior vena cava filter and outside of the inferior vena cava as delineated on a prior computerized tomography venogram and a second fractured filter leg that was positioned over the right l3 pedicle with anchoring foot projected over the superior endplate of l4 (ap projection). A computerized tomography venogram abdomen/pelvis performed prior to inferior vena cava filter retrieval revealed a tiny segment of filter remaining in the inferior vena cava to be patent and a very small amount of thrombus or fibrous material in the superior aspect of the inferior vena cava filter. Endobronchial forceps were then used to dissect free the apex of the filter embedded within the anterior wall of the inferior vena cava. During the retrieval of the filter, an additional filter leg separated from the filter (shorter stabilizing leg). The short leg that remained within the inferior vena cava was snared with a 10 mm loop snare and removed in its entirely. The filter was successfully removed. Therefore, the investigation can be confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, emdr was inadvertently submitted with a g4 date of 05-jun-2020. The correct g4 date is 04-jun-2020. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years of post-deployment, the inferior vena cava filter was successfully retrieved through the right internal jugular vein. Spot images of the inferior vena cava filter performed prior to inferior vena cava filter retrieval revealed two fractured filter legs (both long anchoring legs of the filter), one of which was known to be above the inferior vena cava filter and outside of the inferior vena cava as delineated on a prior computerized tomography venogram and a second fractured filter leg that was positioned over the right l3 pedicle with anchoring foot projected over the superior endplate of l4 (ap projection). A computerized tomography venogram abdomen/pelvis performed prior to inferior vena cava filter retrieval revealed a tiny segment of filter remaining in the inferior vena cava to be patent and a very small amount of thrombus or fibrous material in the superior aspect of the inferior vena cava filter. Endobronchial forceps were then used to dissect free the apex of the filter embedded within the anterior wall of the inferior vena cava. During the retrieval of the filter, an additional filter leg separated from the filter (shorter stabilizing leg). The short leg that remained within the inferior vena cava was snared with a 10 mm loop snare and removed in its entirely. The filter was successfully removed. Therefore, the investigation can be confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the patient had a computed tomography (CT) scan that showed a focal cluster of filter anchoring feet fragments. Furthermore, it was alleged that the filter perforated the vena cava and that there were two detached filter legs and several detached fragments of the filter that were unable to be retrieved during a removal procedure. Additionally, it was alleged that there are two filter legs that are retained in the patient¿s body. One is completely outside of the ivc and the other is outside with a portion embedded in the wall of the inferior vena cava (ivc). The second is positioned over the right l3 pedicel with anchoring foot projected over the superior endplate of the l4. The device was removed percutaneously. The current status of the patient is unknown.